Manufacturer narrative:
Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 (handle only) was analyzed, and a visual evaluation noted that the handle had marks of the trip wire indicating that it was secured. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned and only the handle was returned for analysis. Upon analysis of the returned component, the handle had marks of the trip wire indicating that it was secured. Since the ligator head was not returned for analysis, a product analysis could not be performed to determine a specific complaint cause, in addition, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the proventriculus; however, per the IFU, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the proventriculus and esophagus during a proventriculus-plasty and esophagogastric bypass procedure to treat gastroesophageal reflux performed on (B)(6) 2024. During the procedure, after the handle was rotated, it was noticed that the bands could not be deployed and the band was fractured. The handle was rotated again, as an attempt to deploy the succeeding bands; however, the second band was fractured, and then third band was also fractured. The device was replaced, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the anatomy location was also used in proventriculus; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the proventriculus and esophagus during a proventriculus-plasty and esophagogastric bypass procedure to treat gastroesophageal reflux performed on (B)(6) 2024. During the procedure, after the handle was rotated, it was noticed that the bands could not be deployed and the band was fractured. The handle was rotated again, as an attempt to deploy the succeeding bands; however, the second band was fractured, and then third band was also fractured. The device was replaced, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the anatomy location was also used in proventriculus; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.